Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was clogged during priming. The following information was provided by the initial reporter: material no: batch no: unknown (reported 8330068). It was reported that the pen needle clogged during priming.

Event description:
It was reported that unspecified bd¿ pen needle was clogged during priming. The following information was provided by the initial reporter: material no: batch no: unknown (reported 8330068) it was reported that the pen needle clogged during priming.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/19/2020 h.6. Investigation: customer returned (84) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the pen needle clogged during priming. All returned pen needles were examined and 61 out of 84 samples exhibited a bent non patient end of the cannula. Seven out of 84 samples exhibited a broken non patient end of the cannula. Both of these conditions could prevent insulin from flowing through the cannula properly. All 16 remaining samples were tested and all were able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. See h.10.